Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2012, inratio 2.5, lab 1.9. Testing performed within one hour. Therapeutic range 2.5 - 3.5. Pt self tester was under the age of 18.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result(s) with lab result(s) provided by end-user at time complaint was filed: date (B)(6) 2012, inratio 2.5, reference 1.9, mean 2.2, confidence limits 1.4 - 3.1, result pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported pt self tester being under 18 years old at the time of testing. Per package insert, "testing has been limited to subjects age 18 and older." This constitutes off label use. Strip lot number not provided. No further investigation is possible. Conclusion: analysis of client's data from inratio and reference method revealed that test results met accuracy criteria. Review of complaint revealed meter was used for pt under 18 years old. In section precautions and warnings - testing has been limited to subjects age 18 and older. It is considered off-label use of product. No strip lot info was available and no product was expected to be returned; further investigation for product performance is not possible at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.